Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; 12.50/+3.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. The cause of the event was reported as the device. On (B)(6) 2023 the lens was replaced with a smaller length lens. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6: 4629 should be omitted and 4627 should be added for correction. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; 12.50/+3.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. Lens remains implanted. The cause of the event was reported as the device.

Manufacturer narrative:
Health effect clinical code: 4581 - significant reduction of irido-corneal angles. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim (B)(4).